Event description:
It was reported (via health (B)(6) #aer (B)(4)) that a female patient underwent an unspecified breast surgery with an unspecified mentor gel breast prosthesis and suffered several unexplained systemic symptoms, including hair loss, tachycardia, fatigue, muscle/joint pain, memory loss, night sweats, dry eyes, dry skin on chest and legs, frequent yeast and bladder infections, and food intolerance. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).